Event description:
It was reported that during a left inguinal hernia repair the trocar broke off in the patient. The doctor had to convert to open to retrieve the broken trocar piece. The patient was excessively obese and the doctor was eventually going to open the patient to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).